Event description:
This is an international report where the transfer set could not connect to the titanium adapter tightly. There was patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample evaluation is expected but not yet begun. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Received one used set with original cap on dark blue connector and no cap on patient connector in reference to connection issue. It was functionally hand tightened a lab titanium adapter without difficulty and placed white cap on dark blue connector for pressure test underwater with no leak noted and was tested underwater at 8 psi with clear-passage noted. During visual inspection no abnormalities were noted. This complaint for connection issue is not confirmed and the cause was not identified because evaluation of the returned sample could not duplicated for the alleged issue. The lot number is unknown; therefore a batch review cannot be performed.